Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a software error detected alarm. The blood glucose level was 333 mg/dl. Customer stated that the error table indicates that the insulin pump should be replaced. The customer decline troubleshooting for high blood glucose. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number (B)(4) file number (B)(4) , due to a software error.